Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter employed nurse from (B)(6) of bacterial peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On an unreported date, the patient began remedial treatment with injection fortum 1 gram twice a day intravenous, injection vancomycin 1 gram once in ninety-six hours (route not reported) and tablet fluconazole 150 mg once a day (route not reported). As of the time of this report, the patient remained hospitalized. The outcome for the bacterial peritonitis was not reported. It was not reported if pd therapy had continued. The nurse believed the event of bacterial peritonitis was unrelated to pd therapy.